Event description:
The tip of the brush detached while it was being used to clean the device. The peg was not particularly occluded with material as it was brushed three times a day to keep it clean. The brush has been used approx 50 times. The tip portion of the brush fell into the pt's gaster and was retrieved endoscopically.